Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an alarm on the insulin pump. Customer's current blood glucose level was 275 mg/dl. Customer stated that his blood glucose levels went up to 500 mg/dl, but after he changed the infusion set, the blood glucose level went down. However, customer reported that his blood glucose level was going up again. Customer treated with a manual bolus. Troubleshooting was performed and it was found that the customer received two no delivery alarms today. Customer was reminded to change the infusion set every 2/3 day. Pump also passed priming test and was programmed correctly. Customer stated that past removal of sets have caused him some irritation. Customer was advised to change the entire set, reservoir, and insulin. No additional information provided.